Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced a low blood glucose (bg) level ranging from 48-64 mg/dl; cause was not known. Customer drank juice to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.